Manufacturer narrative:
The reported events of low pacing impedance and insulation damage were confirmed. A partial lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of reported events was due to external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to another device or patient anatomy. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted consistent with procedural damage.

Event description:
It was reported the patient presented with a right ventricular (rv) lead that exhibited a drop in impedance. An x-ray was performed and revealed suture marks to the insulation. The lead was explanted and replaced. The patient was in stable condition.